Manufacturer narrative:
A2: patient age corrected b2: outcome corrected b3: date of event estimated as date of implant d4: device information corrected d6a: date of implant corrected d6b: date of explant not applicable for this event h6: impact code corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they underwent a routine heart transplant on 30jul2022. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. Additionally, section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient's bleeding was a post-operative complication. No source could be identified. The transplant was standard and the patient was not elevated on the transplant list due to a device or device therapy related issue. The device operated as expected.

Manufacturer narrative:
D4: model/catalog numbers corrected e1: customer site was (B)(6) hospital. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported event could not be conclusively established through this evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. Additionally, section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through an article "a case with cobalamin-c-deficiency and severe heart failure resolved by lvad implantation and subsequent heart transplantation" stating that a patient experienced cardiac tamponade, mediastinitis, and severe kidney failure post implant. An 18-year-old patient was born with error of vitamin b12 metabolism, was caused by mutations of the mmachc gene, and medically managed with oh-cbl, mecobalamine, carnitine, betaine, and calcium folinate. The patient developed advanced hf, intermacs 3. The ultrasound revealed dilated ventricles with severely depressed ejection fraction (ef), increased filling pressures, and pulmonary hypertension (spap 60 mmhg). Cardiac magnetic resonance imaging (MRI) showed extremely dilated chambers with pronounced non-compaction, and left ventricular ejection fraction (lvef) of 13%. A primary prophylactic implantable cardioverter defibrillator (ICD) and a left ventricular assist device (heartmate3) were implanted, and the patient was subsequently listed for heart transplantation (htx). Trio exome sequencing revealed only mutations in the mmachc gene. After 25 months on the waiting list, the patient underwent an uncomplicated htx. Postoperatively, they suffered from two episodes of cardiac tamponade, as well as mediastinitis, and were treated with antibiotics and vacuum assisted closure (vac). They developed severe kidney failure, which fully recovered after two months, and were treated successfully for an early moderate allograft rejection (isht 2r). At the latest clinic visit, one year after htx, the patient was markedly improved. It was believed that this was the first ever reported case of a patient with cblc deficiency undergoing an lvad implantation and subsequently a htx. Although both interventions were complicated with bleeding events, surgical management and transplantation can be needed to treat advanced hf in cblc deficiency.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they underwent a routine heart transplant on (B)(6)2022. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. Additionally, section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article titled ¿severe heart failure in a unique case of cobalamin-c-deficiency resolved with lvad implantation and subsequent heart transplantation¿ identifying that the heartmate 3 (hm3) may be related to post-operative bleeding in patient diagnosed with cobalamin c deficiency (cblc). Cblc is an inborn error of vitamin b12 metabolism caused by mutations of the mmachc gene that usually leads to a multisystemic disease; 50% of all patients with cblc have various structural heart defects, and severe congestive heart failure (hf) may also occur. This is a case report of an 18 years-old patient who was born with this cblc and developed palpitations and symptoms of advanced heart failure. A primary prophylactic implantable cardioverter-defibrillator (ICD) and a hm3 were implanted, and the patient was subsequently listed for heart transplantation (htx). After 25 months on the waiting list, they underwent an uncomplicated htx. However, the patient experienced bleeding episodes after lvad implant which were successful managed.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached abstract. Device was implanted at time of event. Date of event has been entered as the same as published date ¿ 08may2024 since the date of data collection was not provided. Clara hjalmarsson et al., molecular genetics and metabolism reports 39 (2024) 101089 https://doi.org/10.1016/j.ymgmr.2024.101089. Dept. Of cardiology, sahlgrenska university hospital, university of gothenburg, se-413 45 gothenburg, sweden. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.